Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after announcing a larger-than-usual dinner and subsequently announcing an additional meal as a correction while using the ilet system; the user changed the infusion site and planned to monitor for automated correction, with a contingency to disconnect and administer an outside injection. Symptoms included thirst. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no backup therapy administered during the event. Investigation included user troubleshooting and education with monitoring guidance. Investigation of this case revealed that hyperglycemia followed a large meal with continued rise despite meal announcements, with site change performed and no device alerts reported. It was concluded that the event was consistent with hyperglycemia of unclear cause in the context of meal management and infusion site considerations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.